Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced and realigned sample probe 1, and ran a quick check, which passed. Quality controls were run, resulting within range. The cse returned for follow-up service, and replaced aliquot and reagent probe 2. The cse performed probe alignments. Precision testing was performed, resulting as expected. The cse ran a quick check, which passed. Quality controls were run, resulting within range. The cause of the discordant, falsely low calcium and glucose results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low results were obtained on patient sample tested for calcium and glucose on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting higher and matching the patients' clinical histories. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium and glucose results.